Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information- correction. H2: additional information/ device evaluation- correction. H6: adverse event problem- correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.